Event description:
Caller states that they are unsure which device produced each result. No patient info provided. Caller states that for 5 comparisons against the lab, either device produced a result of > 4.0 inr while comparison labs returned as 2.6 inr, 2.6 inr, 2.5 inr, 2.4 inr and 2.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, caller states strip lot is unavailable for return.